Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc obtained the additional information from olympus europa se & co. Kg (oekg) that oekg checked the inside of the subject device and found that there had been glass pieces which were seemed the part of the filter or the examination lamp. The glass pieces were scattered inside the subject device also entered into the power supply unit of the subject device, oekg could not remove the glass pieces. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the following. Since the user installed the non-olympus examination lamp in the subject device, then the temperature inside the subject device became excessively increased and the fan speed became increase. Since the user installed the non-olympus examination lamp in the subject device, then the temperature inside the subject device became excessively increased and the examination lamp and/or the glass parts around the examination lamp was broken.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the loud noise occurred from the subject device, no examination light emitted, but the examination lamp was working. Service department of olympus (B)(4) (oekg) found that the error e200 which indicated the light source has broken down was displayed. There was no report of patient injury associated with this event